Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio2: 4.2, reference (doctor's meter): 5.3. Pt did a side by side comparison at the physician's office using the doctor's strips (lot number is not available). Pt believes that one fingerstick was used on both meters, but his meter was first (inratio2 inr=4.2) and the doctor's meter second (inratio2 inr=5.3). There is no lab comparison. Therapeutic range 2.5-3.5. Pt did another meter to meter correlation with new strips (no lot number provided) and proper technique on both meters. Inr = 3.6 on bother meters. Pt feels meter is working properly and will continue to use the new strips.

Manufacturer narrative:
Investigation pending.